Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smart assist system & impella 5.5 with smart assist for use during cardiogenic shock: section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported that the 66-year-old male patient on impella 5.5 support had to be shocked out of ventricular tachycardia. The patient is stable, and was successfully bridged to a heart transplant.

Manufacturer narrative:
The investigation for the reported ventricular fibrillation/ventricular tachycardia (vf/vt) has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the vf/vt could not be determined.

Manufacturer narrative:
Updated information: additional information was received from abiomed's long-term outcome and quality indicator (loqi) with additional adverse events. See b5 for updates. B5 clinical narrative updated. G1 MFR contact email updated. H6: clinical codes added e0602, e0133. Impact codes changed to f2301, f2303. Med dev prob codes added a150202, a01.

Event description:
Clinical narrative: an impella 5.5 device was inserted in a 66-year-old male presenting in cardiomyopathy on (B)(6) 2024.the patient's comorbidities are unknown. After the impella was inserted, the patient experienced polymorphic ventricular tachycardia (vt), which required cardioversion. Magnesium 4mg, amiodarone 150mg IV bolus and versed 2mg IV were given. The impella was repositioned, which resolved the issue. The patient experienced vt again the next morning while ambulating. The patient felt lightheaded and slow vt was noted, which progressed into ventricular fibrillation (vf), requiring an additional shock of 200j and an amiodarone bolus and drip at 0.5mg/min. Milrinone reduced from 0.35mcg to 0.2 mcgs/kg/min. An echocardiogram showed the impella was near the septum, but was unable to be repositioned. The vt was believed to be due to impella position. Torsades de pointes was reported to have a probable relationship with the impella device. The event is considered recovered with no sequelae. On (B)(6) 2024, the patient had new onset right sided facial droop, right sided weakness, and aphasia. A stroke alert was called at 6:45 am. An initial national institutes of health (nih) score of 5 increased to 17 in 30 mins. The patient was intubated. A stat computed tomography (CT) scan was negative for bleeding, a computed tomography angiography (cta) showed thrombosis of the distal basilar artery. Neurosurgery was consulted and the patient underwent an emergency right transfemoral cerebral digital subtraction angiography (dsa) for mechanical thrombectomy of acute basilar artery occlusion. The patient's symptoms improved significantly post-procedure. On (B)(6) 2024, a cta showed a subacute pontine infarct. Keppra 500mg IV every 12 hours was started as prophylaxis for seizures. No follow-up symptoms and the patient was cleared by neurosurgery on (B)(6) 2024. Acute ischemia stroke was reported to have a probable relationship with the impella device. The event is considered recovered with no sequelae.